Event description:
According to the event description: "the user reported excessive supply. The pump fails the air sensor series test, water value 680mv."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). History inspection: no infusion was recorded on 23.08.2025, the reported day of occurrence. Analysis of the device history files from (B)(6) 2025 showed multiple air bubble alarms, the cause of which could not be determined. No other abnormalities were identified. Visual inspection: the cover caps on the screw pillars, and the technician seal (48-03-004) on the lower housing were intact and undamaged. Signs of normal aging and slight dirt accumulation were observed on the device. No visible damage was found. Functional inspection: the device passes the self-test. A space line was inserted, the pump the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: 0,57 bar (should be: 0,1-0,7 bar) pressure stage 9: 1,34 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: 2,03 bar (should be: 1,8-2,5 bar) pmin: 1,73 bar (should be: >1,5 bar). Safety clamp was checked: pmin: 1,89 bar (should be: >1,2 bar) the device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -2,98% (accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). The device matches the required values and standards. All measured values are within our specification. For checking the air-sensor, a space line was filled with water and was inserted in the infusomat. With the operating unit closed, a value of 36mv (rated value < 100mv) was measured for the air and a value of 1433mv (rated value between 1100mv...250mv) was measured as water equivalent. All measured values are within our specification. Furthermore, the pump was started with a rate of 250ml. With the help of an omnifix-h 1ml syringe, scattered bubbles of 0,1ml and 0,25ml were injected to test the correct function of the air sensor. All measured values are within our specification. Disassembly: the upper housing was removed and no damage or soiling could be found. Conclusion: the defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Additional information: during the investigation, it was found that the flow constant had been set to 5%. After adjusting it to 0%, a +1% deviation was observed during the short flow check. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.